Event description:
Customer called that the unit will not stop x-raying after the release of the foot switch. They must turn the unit off to make it stop. Customer discontinued the use of the equipment and notified hologic of the problem. There was no pt or operator injury associated with the event.

Manufacturer narrative:
Hologic field engineer performed investigation at the site, confirmed failure and determined the problem was caused by a defective foot switch. The field engineer corrected the problem by replacing the foot switch.